Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Caller stated he about accidently gave himself to much insulin. Low bg t/s per dop. Caller's 's bg is 158 mg/dl. Patient has treated with glucose tablets. Patient has been experiencing low bgs for one day. Patient was admitted as an inpatient for medical treatment. Bg value at the time of admission: 191. Nothing further reported.